Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 4 mg/ml of hydromorphone at 2.4 mg/day and 2000 mcg/ml of baclofen at 1200.8 mcg/day via an implantable pump for non-malignant pain. It was reported the patient was saying they were experiencing discomfort with the pump due to the pump pinching a nerve. The pump was being replaced (B)(6) 2018 and was being implanted in the buttocks again. The doctor stated they planned to implant the pump deeper in the patient to avoid the nerves. It was indicated the pinched nerves had been happening for the last few refills. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported that the patient reported the issue to their doctor right before the pump replacement started. Regarding the device return status, it was indicated the hospital was in possession of the pump at the time of the report and they would contact the rep when they were done processing the pump. The patient's weight was unknown. It was indicated the information had been confirmed with the physician/account.